Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of communication bus cable. A field service engineer reseated the cable connection, replaced the communication bus controller board and removed medication under the cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication failure. The customer reported that the communication bus was not recognized on the board and the drawer appeared to be misaligned. The user was not able to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.